Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation.

Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.3 inr. The result from the laboratory was 3.3 inr. The results were 20 minutes apart. The patient¿s therapeutic range was not provided.